Event description:
Have bought through amazon a counterfeit flow flex covid test kit. The outside packaging appeared legitimate but could have been counterfeited the inside contents are definitely counterfeit outside box- lot cov4105014 ref l031-118p5 (B)(6) acon biotech (hangzhou) co.., ltd no 210 zhenzhong road, west lake district , hangzhou or china 310030 mednet ec-rep gmbh borkstrasse 10, 48163 muenster, germany.